Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that there was no kink or damage observed to the pushwire. The patient was being treated for a 1-2mm aneurysm of an ophthalmic artery. The patient's vessel tortuosity was moderate. The patient did not experience any injury or harm related to the issue.

Manufacturer narrative:
It was reported the complaint source was a healthcare professional, but the name and contact information would not be provided due to restrictions of privacy regulations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the axium coil was implanted to the target location. About three attempts were made to perform the detachment with the instant detacher, but the coil could not be detached. A second instant detacher was not used, and there were no issues reported with the instant detacher. The manual detachment method was used once, but detachment still failed. During retrieval, the coil detached inside of the microcatheter. After that, implantation was completed by inserting the device with a wire. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a hi-lex kokichi microcatheter.